Manufacturer narrative:
The product has been requested back for investigation. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The customer received sensor scan results of 207.00 mg/dl compared to readings of 111.00 mg/dl respectively obtained on a meter and the results, when plotted on a parkes error grid, fall into the c zone, showing the difference in values to be clinically significant. The length of sensor wear was 3 days. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor patch and no issue was observed. Data was extracted using approved software and extraction was successful. The watermark was observed at the base of the tail indicating the sensor being properly inserted. Sensor state 7 with event log 11and sensor state 8 with event log 9 are an indication that the sensor had terminated due to an error recognized by the sensor. This is a part of software design and is not an indication of product non-conformance. Functionality test will be performed on the sensor to verify if sensor is functioning as intended. Milled slot into sensor casing to perform smu (source measurement unit) testing. Sensor was unable to scan after milling slot. A visual inspection was performed on the sensor puck, upon receipt of the milled returned sensor. It was observed that the slot on the returned sensor was out of alignment and the molex slightly damaged. The milled sensor was de-cased to inspect the printed circuit board assemble (pcba) and the components and no visible damage was observed. Damage was likely to be under application specific integrated circuit (asic) as data could be extracted from the sensor when pressure was applied to asic. Attempt was made to extract data from the sensor but was not successful. The de-cased sensor puck however, scanned with pressure applied to the asic. Sensor state 7 with event log 11 and sensor state 8 with event log 9 are an indication that the sensor had terminated due to an error recognized by the sensor. This is a part of software design and is not an indication of product non-conformance. Source measurement unit (smu) and poise voltage was unable to perform to confirm the functionality of the returned sensor because data could not be extracted from it after milling. As the returned sensor was able to scan when pressure was applied to the asic, this indicates that the sensor was damaged during milling. This damage likely resulted in a loss of proper connection between the u1 (asic) and the pcba, preventing functionality testing to be performed on the returned sensor. It was unable to continue with the investigation as sensor is no longer in a condition to perform the functionality test, therefore this issue is unable to test. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the product was reviewed and the dhrs showed the product met specifications prior to release to distribution. Section h6 (investigation findings) code c20 (no findings available) and d15 cause not established was selected, as adc was unable to perform further testing on the returned device. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The customer received sensor scan results of 207.00 mg/dl compared to readings of 111.00 mg/dl respectively obtained on a meter and the results, when plotted on a parkes error grid, fall into the c zone, showing the difference in values to be clinically significant. The length of sensor wear was 3 days. There was no report of death, serious injury, or mistreatment associated with this event.